Manufacturer narrative:
At this time, no conclusion can be made. While the sample evaluation is anticipated it has not yet begun. Review of manufacturing records indicate product was manufactured to specification. A supplemental emdr will be submitted, to document the results of the sample evaluation once completed. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the results of the device evaluation. Returned was the hydro-surg subject device along with the battery housing, batteries and battery springs. The pump housing and tubing were not returned. Sample evaluation showed no signs of "green" fluid within the opened battery housing as received. There is visible corrosion on the batteries and brown corrosion material on the battery housing. The base battery springs are also corroded. Based on the sample condition, a fluid leak into the battery housing is confirmed. However, without the missing pump head and tubing, a definitive root cause as to the cause of the fluid leak cannot be determined. Sample evaluated

Event description:
As reported, after completion of an unknown procedure on (B)(6) 2021 , the or staff opened the battery compartment of the bard/davol hydro-surg irrigator to remove the batteries and noted greenish/brown liquid in the bottom of the battery chamber. As reported, there was no patient or user harm.

Manufacturer narrative:
At this time, no conclusion can be made. While the sample evaluation is anticipated it has not get begun. Review of manufacturing records indicate product was manufactured to specification. A supplemental emdr will be submitted, to document the results of the sample evaluation once completed.

Event description:
As reported, after completion of an unknown procedure on (B)(6) 2021, the or staff opened the battery compartment of the bard/davol hydro-surg irrigator to remove the batteries and noted greenish/brown liquid in the bottom of the battery chamber. As reported, there was no patient or user harm.